Manufacturer narrative:
A ge rep conducted an onsite investigation. The service rep flashed the nodes and reloaded software. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6800 system had poor image quality, and that the system locked up. No pt injury was reported.